Event description:
Or (operating room) nurse loaded the dermatome blade upside down. Full thickness skin graft, was set to 0.016. The scrub nurse put the blade incorrectly. The wound was closed by primary re-approximation. The patient has minimal scar, no significant pain, and mild hypoesthesia.